Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded possible atrial fibrillation episodes for which the healthcare professional (hcp) requested assessment. The hcp also confirmed awareness of low p-wave amplitudes and having adjusted ventricular sensitivity. Technical discussion included the possibility of at/af episodes as well as intermittent far-field oversensing. The healthcare professional indicated that the condition had been ongoing for an extended period with continued monitoring and multiple sensitivity adjustments. Troubleshooting options related to p-wave sensing, sensitivity programming, and blanking parameters were discussed. The issue appeared to be chronic in nature. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.